Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and freestyle insulinx meter, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that her adc blood glucose meter does not work anymore for an unspecified problem and was therefore unable to test. Customer experienced symptoms of hyperglycemia described as "thirsty, falling asleep and frequent urination and lost consciousness". Customer further reported that she administered 12 units of insulin which is the minimum dose instead of a higher dose as she did not know her blood glucose value. On(B)(6) 2019, customer was rushed to the hospital where a reading of 900 mg/dl was obtained and was treated with insulin drip and IV fluids for 3 days. Customer was discharged on (B)(6) 2019, and her medications were adjusted from 20 units of novolog and 1.8 units of victoza to 30 units of humalog and 1.5 units of toujeo respectively. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that her adc blood glucose meter does not work anymore for an unspecified problem and was therefore unable to test. Customer experienced symptoms of hyperglycemia described as "thirsty, falling asleep and frequent urination and lost consciousness". Customer further reported that she administered 12 units of insulin which is the minimum dose instead of a higher dose as she did not know her blood glucose value. On (B)(6) 2019, customer was rushed to the hospital where a reading of 900 mg/dl was obtained and was treated with insulin drip and IV fluids for 3 days. Customer was discharged on (B)(6) 2019, and her medications were adjusted from 20 units of novolog and 1.8 units of victoza to 30 units of humalog and 1.5 units of toujeo respectively. There was no report of death or permanent injury associated with this event.